Event description:
During a clinic follow-up, the device was found to be in backup vvi (bvvi) mode resulting in a loss of high voltage therapy. The cause of the bvvi was found to be off-label MRI exposure. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of the device entering back-up (bvvi) mode was confirmed. It was confirmed that MRI settings were not enabled, resulting in the device entering bvvi. Per specifications, if MRI settings are not enabled prior to MRI, the device will enter bvvi. The device is performed as specified.